Manufacturer narrative:
The product was discarded and will not received by the manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 5.5 months after the dental implant and abutment were placed in ada site 3, the implant had not achieved osseointegration in type iii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The product was discarded and will not received by the manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 5.5 months after the dental implant and abutment were placed in ada site 3, the implant had not achieved osseointegration in type iii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).